Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon leak occurred. Vascular access was obtained via left femoral artery. The 90% stenosed target lesion was located in severely tortuous and severely calcified initial segment of the left carotid artery. After an 8f guiding catheter was inserted coaxially and a hydrophilic guidewire reached the distal end of the lesion, a 9x40 wallstent was placed. Afterwards, 4.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during initial inflation the balloon was leaking gas. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable following the procedure. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
E1-initial reporter phone number: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 38mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.